Event description:
It was reported upon review of a remote transmission by a monitoring service that the implantable cardiac monitor (icm) experienced an electrical reset. The icm remains in use. No patient complications have been reported as a result of this event.